Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. From the x-ray provided, the patient's tibia fractured and it's structural integrity was most likely insufficient to support the implant. As stated in the event description by the surgeon, the most likely cause of the event is due to the significant osteoporosis condition of the patient. The directions for use provided with the device contraindicates for insufficient quantity or quality of bone. This is the first complaint of this type for this lot number. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tibial baseplate loosened so the knee procedure was revised. Original surgery was (B)(6) 2012, all post -op follow-ups looked great. The patient had knee pain. An x-ray was taken of her right knee and it clearly showed a shift in the tibial base plate. A total knee revision was performed on (B)(6) 2013. The patient stated she did not fall on her knee, however there is noticeable damage to the implant. Per the surgeon: patient has significant osteoporosis. The proximal tibial fracture was entirely a patient issue, and had nothing to do with the implant, or implant preparation. Patient is weight bearing and in therapy.